Manufacturer narrative:
Serial number unknown. Follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spiral tip of the fetal spiral electrode (B)(4) had broken. The tip of the electrode was removed from the baby's scalp.

Manufacturer narrative:
The customer reported the tip of (B)(4) fetal spiral electrode broke and remained in the baby's scalp. During the cesarean birth, the fetal spiral electrode could not be removed, so the wires were cut. After the birth, the remaining tip of the fetal spiral electrode was removed. A product return was requested, but no product was returned for evaluation. Therefore, the reported problem could not be confirmed. It is possible that the electrode was over-rotated, but this cannot be confirmed due to no product return. A refresher training session has been offered to the hospital staff.